Event description:
The article "impact of right ventricular function on cardiopulmonary exercise capacity in mitral regurgitation patients undergoing transcatheter mitral valve intervention" was reviewed. The article presented a prospective single center study, to evaluate the impact of right ventricular function (rvf) on exercise capacity in mr patients I. Devices mentioned include mitraclip, tendyne, pascal. The article concluded that submaximal exercise capacity (sec) is significantly increased in mr patients undergoing transcatheter mitral valve intervention (tmvi). [The primary author and corresponding author was muhammed gerçek at clinic for general and interventional cardiology/angiology, bad oeynhausen, germany, with corresponding email mugercek@hdz-nrw.de. The time frame of the study was october 2019 and december 2021. A total of 28 patients were included in this study, of which 12 received an abbott device. Comorbidities included atrial fibrillation, diabetes, copd, coronary artery disease, stroke, myocardial infarction, history of cardiac surgery, pacemaker lead through tricuspid valve, degenertive mitral regurgitation, functional mitral regurgitation, heart failure, and tricuspid regurgitation. The majority sex was male. Average age was 79. Peri and post-procedural complications included: (B)(6): heart failure hospitalization, intervention with diuretics. (B)(6): heart failure hospitalization, intervention with diuretics.

Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "impact of right ventricular function on cardiopulmonary exercise capacity in mitral regurgitation patients undergoing transcatheter mitral valve intervention". Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip implantation were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, diabetes, copd, coronary artery disease, stroke, myocardial infarction, history of cardiac surgery, pacemaker lead through tricuspid valve, degenerative mitral regurgitation, functional mitral regurgitation, heart failure, and tricuspid regurgitation. Complications reported included heart failure hospitalization, intervention with diuretics; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product issue with respect to manufacturing, design, or labeling. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled " impact of right ventricular function on cardiopulmonary exercise capacity in mitral regurgitation patients undergoing transcatheter mitral valve intervention "